Event description:
During vaginal placement of a biofeedback sensor for pelvic floor therapy, the patient experienced an overstimulation sensation for a few minutes and then, she turned the ins off. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).